Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated "incorrected" results for twenty nine (29) samples for various cartridge chemistries (cc). Customer only provided example results for 6 samples, affected chemistries: phenytoin (phy), amylase (amy7), alkaline phosphatase (alp), alanine aminotransferase (alt), aspartate aminotransferase (ast), and creatinine kinase (ck). The incorrect results were reported out of the laboratory; however, the results were correctly immediately, thus there was no impact to patient treatment. The results provided by the customer are shown in the attachment section of this report.

Manufacturer narrative:
The customer indicated that quality control (qc) was within specifications before and after the event. Upon further review, it was determined that alt qc was low but was within 3 standard deviation (sd) and upon repeat was within range. Bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse replaced the cc sample syringe drive assembly which resolved the issue. Failure mode is related to hardware - cc sample syringe drive.